Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under buttons. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that a portion of the keypad is missing from beneath the ok symbol to the bottom of the keypad. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The audio bolus button also has a tear in the middle of the bottom and is intermittent when pressed. Contamination found underneath the up and contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).